Event description:
It was reported that the right ventricular lead was replaced due to noise that was detected via carelink, and in the office. However, the noise persisted after a new lead was placed. The noise resulted in no pacing from the device, and the patient was asystolic. The device was explanted and replaced, however the noise continued with pocket manipulation. It was noted that the device pocket was large due to a previous device, and the patient noted the old device had 'moved around'. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead was replaced due to noise that was detected via carelink, and in the office. However, the noise persisted after a new lead was placed. The noise resulted no pacing from the device, and the patient was asystolic. The device was explanted and replaced, however the noise continued with pocket manipulation. It was noted that the device pocket was large due to a previous device, and the patient noted the old device had 'moved around'. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found.

Manufacturer narrative:
Analysis of the device is in process; results will be submitted when available.